Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 9, a failure occurred upon insertion in type iii bone. A bone graft was placed using the patient's own milled bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 9, a failure occurred upon insertion in type iii bone. A bone graft was placed using the patient's own milled bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).